Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during an incoming inspection, the subject programmer could not boot up and a black screen was displayed.

Event description:
Reportedly, during an incoming inspection, the subject programmer could not boot up and a black screen was displayed.